Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, but unavailable: was there any additional tissue damage as a result of searching for the needle piece? What is the patient¿s current status? To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned. A review of the batch manufacturing records was conducted, and no related non-conformances were identified.

Event description:
It was reported that patient underwent a myomectomy on (B)(6) 2024, and suture was used. The doctor sutured the uterus with the suture. During use, it was found that the tip of the needle was bent at the front end. After reminding the doctor, the needle was removed and a small part of the front end was missing, about 1mm. This was reported to the head nurse and under their guidance, a bedside x-ray showed no foreign body residue. Changed another one to complete the surgery. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/1/2024. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested: after investigation, the patient was a 42-year-old woman who underwent laparoscopic myomectomy in hospital on (B)(6) 2024. The surgeon used vcp1358h to perform the uterine tissue sewing in a continuous suturing manner (with specific suture tissue level unknown). During sewing, it was found that the needle tip was bent and deformed. After removal, it was found that the needle tip was broken (with specific broken length of about 1 mm). The surgeon immediately gave the patient intraoperative x-ray examination to assist in looking for the broken needle tip. The x-ray showed no foreign body was left. No broken needle tip was found in the patient's body. The surgeon then replaced a new suture (with specific product information unknown) to continue the sewing. The subsequent surgical operation was smooth, and the broken needle tip was finally not found. This event did not cause any other harm to the patient except that it prolonged the surgery for about 10 minutes. The patient was in stable condition currently and has been discharged smoothly. No subsequent adverse events were reported.